Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal instructions for use (IFU) state that based on clinical experience, thrombosis at the puncture site is a risk or situation associated with the use of the angio-seal device or vascular access procedures, if thrombus at the puncture site is suspected, the diagnosis can be confirmed by duplex ultrasound. Treatment of this event may include thrombolysis, percutaneous thrombectomy, or surgical intervention. The angio-seal device instructions for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction, or surgical intervention. A training record was not found for the physician. The angio-seal device instructions for use (IFU) cautions that the angio-seal device is to be used only with a licensed physician (or other health care professional authorized by or under the direction of such physician) possessing adequate instruction in the use of the device, e.g., participation in an angio-seal physician instruction program or equivalent.

Event description:
A 6f angio-seal sts plus device was deployed into the right femoral artery following a diagnostic procedure and a pre-deployment angiogram revealing a suitable vessel. The patient experienced leg numbness following the procedure but was able to move his leg and foot and was discharged. The following day, the patient presented to a different facility and ultrasound revealed a vessel occlusion with thrombosis, requiring surgical removal. The patient was stable following surgery.